Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump volume has gotten lower over the last few months. Customer's blood glucose was approximately 250 mg/dl. Reportedly, customer continued to use pump for insulin therapy.